Event description:
It was reported that the patient who underwent a coil embolization for the treatment of an aneurysm located in the basilar apex. The target aneurysm was unruptured and saccular, located in the basilar apex with dome height of 7.1 mm, dome width of 10.6 mm, dome depth of 9.1 mm, and neck width of 5.6 mm. The dome to neck ratio was 1.89. The parent vessel diameter was 4.6 mm proximal to the aneurysm neck and 4.6 mm distal to the aneurysm neck. The index procedure was performed, and the subject coil was successfully deployed. The subject coil herniation was noticed at 6-month visit angiogram and the medication was administered to the patient. The subject is doing well.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event description indicates that the target coil herniation was noticed at 6-month visit angiogram. This event was not associated with any adverse event. There was no device related issues noted during the initial procedure. An assignable cause of anticipated procedural complication will be assigned to this complaint investigation. A product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
H3 other text : the subject device was implanted.

Event description:
It was reported that the patient who underwent a coil embolization for the treatment of an aneurysm located in the basilar apex. The target aneurysm was unruptured and saccular, located in the basilar apex with dome height of 7.1 mm, dome width of 10.6 mm, dome depth of 9.1 mm, and neck width of 5.6 mm. The dome to neck ratio was 1.89. The parent vessel diameter was 4.6 mm proximal to the aneurysm neck and 4.6 mm distal to the aneurysm neck. The index procedure was performed, and the subject coil was successfully deployed. The subject coil herniation was noticed at 6-month visit angiogram and the medication was administered to the patient. The subject is doing well.